Manufacturer narrative:
This is a duplicate of report # 2031642-2018-00318.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device can not boot up. Due to a no power condition. If a loss of power occurs during use it could cause the unit to shut down. No patient involvement/harm.